Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, dyspareunia, dysmenorrhea and dysfunctional uterine bleeding. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: mr received : event medical device removal was replaced with event chronic pelvic pain. Event dyspareunia, dysmenorrhea., dysfunctional uterine bleeding were added. Reporter information were updated and patient history were added. Fu 1 and 2 were processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.